Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 12 unopened and 2 opened race packs. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 12 closed samples and 2 open and unused samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.10 kgf in average and 2.44 kgf in minimum (ep requirements: 1.79 kgf in average and 0.91 kgf in minimum). We have checked the batch manufacturing record of this product and there was an internal non conformity related to a packaging defect. After the reprocessing the product the results before releasing the product fulfilled b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 3.28 kgf in average and 3.16 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the suture. During use at a veterinary clinic, the suture snapped and broke. No injury or surgical delay was noted. Further information was not provided.